Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device would not power on, the machined head was damaged, and the control bar was not in the correct position. The motor, sleeve, spring seal, reciprocating arm, machined head, lever, and bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Event description:
It was reported an outside of surgery, the unit was seized. This unit was discovered not working by the medical reprocessing department. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is completed, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported an unknown time, the unit was seized. It is unknown if there was any patient impact or delay. Due diligence is in process, no further information is available.